Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. Customer¿s blood glucose level was unknown. Customer reported that the act button was harder to press. Customer reported that there was scratches and scuff on display. Battery cap was chipped and motor were slower during rewind. Insulin pump had unexplained no delivery alarm. Customer reported that sometime insulin was shoot out during prime. The insulin pump will not be returned for analysis.